Manufacturer narrative:
The legal manufacture investigation has been completed. The device was returned and the repair department inspected the device and confirmed water immersion was found inside the camera head. In addition, a new failure was identified, cable buckling. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the flooding. A review of the labeling did not identify any issues related to the reportable malfunctions. A DHR review was conducted for the current product, and no problems were found.

Event description:
It was reporting, during inspection of the subject device after being returned, the camera head had water immersion and the cable was buckling. There was no patient involvement.